Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a quantum maverick monorail balloon ruptured. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic mid left anterior descending artery. The physician advanced the 2.25x15mm quantum maverick balloon to the lesion and inflated it to 12 atms and then if ruptured. The device was removed form the pt intact. The procedure was successfully completed with the deployment of a 3.0x24mm liberte stent and post dilation with a quantum maverick balloon. Pt status is listed as "good."